Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 7-dec-2006 and installed at the customer's site on 4-jan-2007. A lumenis service engineer visited the site the day after the reported event, and found that the laser system's display voltage settings were below specification causing the display to go 'blank'. The voltage was re-adjusted to specification. The engineer completed preventative maintenance, cleaned aligned and calibrated system. Replaced water and di filters. Replaced damaged debris shield and the system was returned to the facility in working order. A review of subject device service records revealed that the subject device has had its annual pm calls on time, during which all required actions had been performed. A review of historical product complaints shows that the same malfunction of a display failure has not led to serious injury in the past. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this as an adverse event. According to the gso expert based on the age of the system, "normal break and tear " could have likely played a role in the failure. Therefore, no additional corrective or preventive action is determined necessary. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a laser procedure in which a lumenis versapulse powersuite 100w laser system was being utilized, the screen went black. Unable to continue with the system, an alternate device was brought in to complete the procedure. The delay was approximately 25 minutes and the procedure completed without incident or complication. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.